Event description:
In 2004, the pt's husband contacted lfs on her behalf alleging that her one touch ultra meter was reading inaccurately high. The pt started testing 5 days prior to calling lfs. She normally obtained result in the 5 to 6 mmol/l range. On the evening of the day before, the patient obtained a 280 mg/dl and her husband realized something was wrong. He took her to the hospital, where a blood glucose reading of 13.5 mmol/l (243 mg/dl) was obtained on the lab test at 11:30 pm. She was released without any treatment. The technical service rep discovered through troubleshooting that the battery had not been changed or the time and date had not been reset in the meter settings. The patient did not allege harm. There is no information to suggest that the pt experienced injury. Due to spontaneous change in the unit measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.